Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set adhesive event on 02-mar-2026. The patient reported tape was not sticking. No further information is available.